Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recs3172 showed three other similar product complaint(s) from this lot number. The complaints for this lot number (recs3172) have been reported from the same facility.

Event description:
The facility reported that about a month and a half ago, air was discovered in the arterial leg of the catheter. It was stated they did not know the cause and did not investigate the catheter. (B)(6) 2018- it was stated that the catheters were sutured in.